Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error. The caller stated that the customer had been outside and his insertion site came out. The customer was going to suspend the insulin pump, but the device alarmed button error before he was able to suspend it. The customer's blood glucose was 117 mg/dl. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.